Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had speaker issues which the audio alerts and/ or soft key presses were muted or inaudible. This occurred during programming/ setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "speaker issues, audio alerts, and/ or soft key presses were muted or inaudible" was confirmed. Visual inspection was performed and found the speaker to be loose from the rear case. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the loose speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.